Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl. A correction bolus via the pump was delivered to address bg. During troubleshooting with tandem technical support, air bubbles were observed in the infusion set tubing. Customer primed the tubing to address the issue.